Event description:
It was reported that the pt stated that her left hip dislocated while walking and that she will not require a revision surgery. Pt stated that she searched her catalog number from her card and that the FDA has it as being recalled. She will fax her implant sheet for her recall inquiry.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.